Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent detached form the sds and was not returned for analysis. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-feb-2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached from the sds and was not returned for analysis.